Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on critical override and system time was incorrect and differs from the actual time by nearly an hour. The technical support specialist (tss) had confirmed that the issue had been resolved by the field service engineer. The field service engineer had corrected the network time protocol and had connected the station to the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction where the station was stuck on critical override and the time was off by almost 1 hour during the medication retrieval. There were no adverse events or injuries reported based on this event.